Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings:. During investigation, the black box data was not available for the time of the event on (B)(6)2018. The total daily dose verified the pump delivered the programmed basal rate. The pump passed all required delivery accuracy testing with no malfunctions. Unrelated to the original complaint, the battery compartment was observed to be cracked and the pump booted to a dim/pink screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging that the pump was not delivering insulin accurately. The reporter alleged that the patient experienced a hyperglycemic event and hypoglycemic event while on pump therapy. Reportedly, the patient¿s blood glucose (bg) was at 390 mg/dl without specific symptoms but just felt ¿sick¿ and bg at 50 mg/dl with severe dizziness and unsteadiness when standing and walking. Patient also reports recent severe hypoglycemia. Patient self-treated with food and/or drink to treat hypoglycemia. The patient allegedly remained on pump therapy. Customer technical support reviewed the potential causes for inaccurate delivery and were unable to review pump deliveries at the time of the call as the pump was not available. The patient was referred to hcp for diabetes management. Pump was replaced due to patient insistence. This complaint is being reported because the pump could not be ruled out as a contributor to the blood glucose excursions.